Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used in the ureter during a flexible ureteroscopy procedure performed on (B)(6) 2022. During the procedure, a piranha forceps was used for biopsy of a calyceal polyp. Upon testing, forceps was functional. However, when forceps was inserted through the flexible ureteroscope, it was impossible to open. Manipulation of the forceps was done that led to opening; however, it was then impossible to close to take the tissue that led to impossibility of retrieving the forceps from the operating channel. The handle was then intentionally broken and numerous manipulations were done, ending up to denuding the forceps that resulted to forceps closing and was then removed. Another piranha was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a150207 captures the reportable event of device difficult to remove. Device code a051104 captures the reportable event of jaws failure to open and close.

Manufacturer narrative:
Block h6: device code a150207 captures the reportable event of device difficult to remove. Device code a051104 captures the reportable event of jaws failure to open and close. Block h10: the returned piranha was analyzed, and a visual inspection noted that the working length (jacket) detached from the handle. Also, the jaws/cups were closed. Additionally, the handle was disassembled, and the pull wire was broken. Furthermore, the unit returned did not present the necessary conditions to perform functional inspection. Under magnification, it was observed that the gap between the clevis and links was too tight. The reported event was confirmed. Based on all available information, it is possible that the gap between the links and clevis was too tight, causing the components like links and cutters get stuck inside the clevis and consequently contributed to this event. Therefore, the most probable root cause for the investigation findings is manufacturing deficiency. (B)(4) was raised as a result of this failure. Additionally, the user manipulation/handling, or application of excess force during use could have contributed with the working length (jacket) detached and pull wire break. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used in the ureter during a flexible ureteroscopy procedure performed on (B)(6), 2022. During the procedure, a piranha forceps was used for biopsy of a calyceal polyp. Upon testing, forceps was functional. However, when forceps was inserted through the flexible ureteroscope, it was impossible to open. Manipulation of the forceps was done that led to opening; however, it was then impossible to close to take the tissue that led to impossibility of retrieving the forceps from the operating channel. The handle was then intentionally broken and numerous manipulations were done, ending up to denuding the forceps that resulted to forceps closing and was then removed. Another piranha was used to complete the procedure. There were no patient complications reported as a result of this event.